Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed the tamper seal was intact. Visual inspection found air bubbled on dso seal, damage/dent air detector, degrade power on button. Review history log and no evident in history of any incident. The customer did not send in the cassette. The unit passed 10 points accuracy. Ran a few tests from customer's last set up. The reservoir volume low alarm occurred when the reservoir volume below reservoir low trip point setting. The reported problem was not duplicated. It is unknown what caused the reported problem. Replaced dso sensor, air detector sensor, and power on button. The pump passed all calibrations and functional tests. Service history review (in previous year): no repair in last year. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that there was a patient incident, complete verification, bp plus accessories. No further information regarding the patient incident has been received."